Manufacturer narrative:
The instrument data and calibration data provided for investigation were within expectations. Also, roche control products recovered were within specification. It was determined the customer did not perform control testing according to recommendations for the assay. In addition, the customer was not following sample handling recommendations. On follow up, it was confirmed the customer has been running roche controls with the recovery consistently within range and no further erroneous results have been generated.

Event description:
The user ran a patient sample for estradiol three times straight and three times with a 1:5 dilution by the e2010 analyzer and received erroneous results. The sample was an aliquot from a serum tube in a hitachi cup. The straight results were 2800, 3045 and 2838 pg per ml. The dilution results wer 3800, 3959 and 3859 pg per ml. The result of 3859 pg per ml was reported. The patient was not adversely affected. The field service representative stated this appears to be an assay problem and not an instrument issue. He stated he has been working with customer and instrument has been ok. If additional information is received, appropriate notification will be provided.